Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (power issue) issue. The pump reportedly powered off without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/16/2013-device evaluation: the pump has been returned and evaluated by product analysis on 06/17/2013 with the following findings:a review of the black box shows rebooting had occurred. Visual inspection revealed no damage to the battery compartment or battery cap. The battery cap fully tightens to the pump with no yellow o-ring showing. The pump was exercised for 24 hours with no power issues occurring. The pump cover was removed and no internal issues were found. The complaint could not be duplicated on investigation.